Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test dop114-830. Sensor failed per specifications due to high readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 300 mg/dl and sensor glucose was below 80 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis